Event description:
The patient experienced peritonitis. The patient was hospitalized for peritonitis. On an unreported date, the patient was treated with an injection of cefepime 1gram (gm) daily intraperitoneal injection (ip). Amikacin 125 milligram (mg) daily ip and an injection of vancomycin 2gm, repeated after 5 days, ip for peritonitis. It was reported that the patient underwent a surgical procedure for an unknown indication. The cause of peritonitis was surgical procedure related. The event of peritonitis was resolving.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.